Event description:
It was reported that the atrial could not be implanted and not used due to operational issue. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.